Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. A reagent issue could be excluded. The field service engineer decontaminated the analyzer flow path. The analyzer was confirmed to be running back within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested for multiple analytes on a cobas c 503 analytical unit. The customer provided an example of one patient sample with discrepant results for gluc2 (glucose), creatinine, and uric acid. The sample initially resulted in the following values: glucose = 29.0 mmol/l; creatinine = 190 umol/l; uric acid = 9.99 mmol/l. The customer believed the initial values to be too high. The sample was then repeated on a second analyzer, resulting in the following values: glucose = 16.3 mmol/l; creatinine = 65.0 umol/l; uric acid = 4.85 mmol/l.